Manufacturer narrative:
The device involved in this event has not been retunred for evaluation.(B)(4)

Event description:
Treatment of an aneurysm. It was reported post coiling procedure, while removing the balloon catheter from the guide catheter, the physician noticed the catheter tip was missing. It had broken off and stuck inside the guide catheter. No patient injury reported.